Event description:
Patient reported right side rupture and "silicones floating around the lymphs under my arm" diagnosed via ultrasound and mammogram. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "silicones floating around the lymphs under my arm".

Event description:
Patient reported right side rupture and "silicones floating around the lymphs under my arm" diagnosed via ultrasound and mammogram. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 visual evaluation: device photograph(s) for the device related to the reported event of rupture and silicone migration was requested on august 06, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.1., d2a., d.2b., d.4., d.6b., h.4., h.6., h.11.

Event description:
Patient reported right side rupture and "silicones floating around the lymphs under my arm" diagnosed via ultrasound and mammogram. The device has been explanted.